Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was removed on (B)(6) 2018 by hcp.

Event description:
Senseonics was recently made aware of an incident where the patient developed an infection at the insertion site. The infection was characterized as the insertion site filled with pus. The patient sought medical attention at the local hospital.